Manufacturer narrative:
No lot or sample was available for investigation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the complaint product. The product is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number (B)(4). A scar was issued to the contract manufacturer on march 21, 2024. The contract manufacturer reviewed all outgoing inspection records april 2023 - march 2024. No problems were noted. The contract manufacturer randomly selected one product batch from warehouse to test. They performed a physical astm test, and a wear performance test over 4-hour time period. All test results were conforming. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint comp (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
The product involved in the event was not available for return. O&m halyard, inc. Is the specification developer and complaint handling establishment of the x-tra traction* shoe cover, xl, blue. The complaint component x-tra traction* shoe cover, xl, blue, part number 69254 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). A supplier corrective action (scar) was submitted to the manufacturer on 21mar2024. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The provider was wearing shoe cover outside of the operating room and slipped. The provider did not report falling and there was no injury to the provider as a result of slipping wearing the shoe cover. The provider noted poor traction and design of the product.